Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #2: date of submission 10/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings:. Due unresponsive pump , unable to investigate complaint, battery compartment cracked below and above grip pad. Bolus button torn/punctured. Battery compartment leak with evidence of moisture corrosion in battery compartment, on motor flex connector. Due to internal moisture damage pump is unresponsive, unable to power up, download files and test pump . This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.